Event description:
It was reported the system had a charger failed error at boot up. This error will prevent the system from booting up, resulting ina loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.